Manufacturer narrative:
Approximate age of device- 6 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired due to gastrointestinal (gi) bleeding in a hospice care facility. The patient presented to the emergency department (ed) with black tarry stools and had black emesis removed from his stomach after the orogastric tube was placed. The patient's hemoglobin was 2.1 g/dl. The bleeding started the night before the patient was admitted to the ed. The patient was admitted and received treatment of vitamin k, fresh frozen plasma, and packed red blood cells. No diagnostic test or exam was performed to confirm the source of gi bleed. The patient went into asystole in the ed and resuscitation attempts were aborted. It was reported the device operated as expected. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.